Event description:
It was reported to philips that it was not possible to measure the blood pressure repeatedly. The pressure was measured using a wide cuff (sun tech adult plus, 28-40 cm), the patient's weight is 65 kg, year of birth was 2001, a woman, the patient was in a horizontal position, and the ambulance was not moving, the engine was not started, no disrupting elements. The device was not charging. The cuff was inflated, and the device showed increasing and decreasing values of blood pressure, but there was no final value after the measurement. The blood pressure was measured 3 times. The blood pressure was measured with a manual blood pressure monitor. After disinfecting and checking the connection, the monitor measured the blood pressure normally again after the dispatch.

Manufacturer narrative:
Patient age, weight and sex updated.

Manufacturer narrative:
Updated type of reported problem as product problem.